Event description:
A report was received via the medwatch program from a consumer who reported that following the use of this product, she experienced her eyes becoming foggy. She had difficulty seeing all day at work, as if she had a film over her eyes. The consumer has used this product for years. She had opened of new bottle of this product the night prior to the event and soaked her lenses in the solution overnight. The consumer reported that when she rinsed her lenses that morning. The solution did not squirt out of the bottle as normal. Upon examining the bottle she noted the hole was enlarged and it appeared a piece of the plastic had broken off on one side. The consumer reported when she returned home from work, she removed her lenses and her eyes felt as though the corneas were scratched. She reported if her vision did not improve, she would need to see her ophthalmologist the next morning. She reported she was in pain and uncomfortable. The consumer reported she was wearing a new pair of contact lenses at the time of the event.

Manufacturer narrative:
No sample available at this time. The complaint history was reviewed and there were no other complaints reported similar in nature. Review of the compounding, filling and packaging "mbrs" show them to be acceptable. A review of the formulation stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause could be determined. Consumer product use and lens care practice cannot be confirmed. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).